Event description:
It was reported that the atrial lead exhibited capture thresholds of 3.5 v, 1.5 ms. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.